Manufacturer narrative:
H3, h6: the system was serviced in the field and the mobile view station (mvs) uninterruptible power supply (ups) battery and tray 1 were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000615, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the batteries are flashing and when unplugged from the mobile view station (mvs) the system can only travel about 30 feet. There was no patient involvement.

Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000162r, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000163r, serial/lot #: -, ubd: , UDI#: ; h6: multiple fdd/annex a codes were reported. (B)(6) was coded for the batteries flashing. (B)(6) was coded for the system only being able to travel 30 feet once unplugged from mvs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.